Event description:
Customer reported no reactivity with vra136 and two pt samples with anti-e with a 15 minute incubation. Weak reactivity was observed at 30 minutes. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.